Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow block alarm. The customer's blood glucose level at the time of the incident was 125mg/dl. The customer had symptoms such as bad headache and felt a little bit nauseous. The customer had high blood glucose levels and was treated with bolus. The customer received insulin flow blocked alarm and attempted to deliver another bolus and almost immediately received another insulin flow blocked message. The customer was advised to customer to monitor blood glucose and to change out set and treat. The insulin pump will not be returned for analysis.